Event description:
The customer reported that during the procedure, a posterior capsule tear occurred. The doctor stated this was due to a burr on the infusion/aspiration port tip. It was hard to tell the burr was there. No other information was provided.

Manufacturer narrative:
Investigation, including root cause analysis is in progress: codes provided by manufacturer. This report mailed in to FDA on: 06/14/2007.